Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One physical sample was received for investigation. The sample was visually and functionally tested, and no fault was found. Based on all available information, a root cause of the reported condition could not be determined. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. All information received will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they utilize the kangaroo co2 detector with bellows for verification of their gastric tubes. Currently they are having issues with the device changing colors, signifying that it is in the wrong location, however, upon x-ray confirmation, the device is in the stomach.

Manufacturer narrative:
Correction made to section d4 (unique identifier (UDI) #): (B)(4).